Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that pieces broke off inside patient. The broken pieces were removed successfully.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep jason brolo insulation part doesnt go all the way down and so there was enough black tip at the end that melted the black tip. Pieces fell off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be 1) conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, 2) power set too high. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that pieces broke off inside patient. The broken pieces were removed successfully.